Manufacturer narrative:
Films were supplied for review which found: complex cervical thoracic construct from c3 down with anterior cage c4-6 and anterior plate at c6-7. Connection thru three domino connectors with thoracic rods. Subsequent films show revision of cervical fixation extensions to c2. Domino connectors are seen with less overlap.

Event description:
It was reported that the patient underwent a posterior spinal surgery. Sometime post-op it was noticed that the rod is slipping out of the connector. It was then noted that in previous films the rod shows migration. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.